Event description:
It was reported that a spectrum pump had under infused and alarmed upstream occlusion. This occurred during testing in the biomed service department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information: d9, h3, h6, h11. H11: the device was received for evaluation. During evaluation, the reported problem of not infusing all volume was not reproduced due to constant upstream occlusion alarm. The reported condition was not verified. The cause of the condition was not determined. The pressure plate travel will be adjusted and device will be flow calibrated to correct the reported problem. During evaluation, the reported problem of upstream occlusion was reproduced. A review of the event history log (ehl) revealed occurrences of upstream occlusion messages. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was determined to be ultrasonic sensor out of range and failed to calibrate. The ultrasonic sensor will be replaced to correct the reported problem. Should additional relevant information become available, a supplemental report will be submitted.